Manufacturer narrative:
The helix housing had dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was cut at 10.0 cm from the distal tip to evaluate helix function. Dried blood was found on the inner coil. After cleaning, the helix was able to extend and retract. The helix extension length was measured to be within specification.

Manufacturer narrative:
(B)(4). A complete lead was returned in one piece. The helix housing had dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was cut at 10.0 cm from the distal tip to evaluate helix function. Dried blood was found on the inner coil. After cleaning, the helix was able to extend and retract. The helix extension length was measured to be within specification. (B)(4).

Event description:
Lead revision was performed to correct a dislocated lead as a result of twiddler syndrome. The lead was explanted and replaced. Lead values were good and the patient is in stable condition.